Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement. Event date: unknown. Device is an instrument and is not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two of the depth gauge for 2.7mm & small screws have malfunctions. One had a missing screw and bent tip and the other had a broken tip. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative a service and repair evaluation was performed for the subject device. The customer reported the item was missing a screw and was bent. The repair technician reported the knurled cap was missing. ¿missing parts¿ is the reason for repair. The cause of the issue is unknown. The knurled cap was replaced. This item was repaired, passed synthes final inspection and returned to the customer on 5-jun-2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.